Manufacturer narrative:
Testing and investigation found that the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and multiple s233 malfunction alarm codes were noted in the device history. Further testing found that the device fan was turning erratically and produced a loud noise. The fan was not rotating fast enough to cool the device. The probable cause of the s233 malfunction alarm was a broken device cooling fan. The report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device was warm to touch and the fan was noisy and not working. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.